Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer uses the max bolus setting. After customer delivers an initial 25 unit bolus, the customer forgets to deliver the remaining portion of the bolus and does not hear the reminder because it is not loud enough for the customer. Customer reported that blood glucose levels have been impacted (200-300 mg/dl). Customer reported that elevated levels were treated by bolus delivery via the pump.